Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system. The router and the computer were replaced. The router was returned for analysis and it was confirmed that there was a network or hardware configuration failure. Physical damage was confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that during servicing, the representative found that no mac address appears to be related with the system. Thus, no network system configuration could be done. It was confirmed that all the cables were correctly connected and the system was restarted several times. The main suspect is the network card. There was no patient present when this issue was identified.